Event description:
Boston scientific received information that the shocking impedance measurement with this cardiac resynchronization therapy defibrillator (crt-d) were 80 ohms at the implant procedure. Approximately, three months later they were varying between 80 to 100 ohms. A boston scientific technical services consultant recommended checking the shock impedance in all configurations. There was no evidence they had exceed 125 ohms. To date, there have been no adverse patient effects reported.

Event description:
Additional information was received that shock impedance measurements gradually increased to greater than 125 ohms in all configurations except right atrial (ra) lead coil to can. Device memory was saved to a disk. Results isolated the impedance from the proximal coil to the can with a measurement of 85 ohms. Continued monitoring of the patient was to occur.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
(B)(4).